Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. During a device change out procedure, the lead was capped and replaced. The patient experienced no adverse event.